Manufacturer narrative:
A device history record review was completed for provided material number 306575 and lot number 3186664. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) syringe samples were returned for evaluation by our quality team. Through examination of the samples, the reported defect of missing barrel label was identified. Although the production history records did not show any issues, this defect most likely resulted from a failure in the vision system. The machinery has a vision system in place to detect issues with the barrel label, including missing label. If a syringe has no label, the rejection station must reject it; however, if there is a failure in this rejection, the station stops and the operator must identify the cause of stoppage and resolve the issue. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
It is reported that bd syringe 10ml saline fill ce is not labeled. The following information was provided by the initial reporter, translated from chinese to english: there's no label on the syringe.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.